Event description:
It was reported that a 66-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a octaray, galaxy, 48p, 3-3-3-3-3, d-curve. The patient suffered a cardiac tamponade requiring pericardiocentesis. The patient¿s blood pressure decrease from 100mmhg to 60 mmhg was confirmed during hemostasis process after the end of the procedure. Accumulation of pericardial fluid was confirmed by the echo. Event occurred after the procedure was completed, timing of compression hemostasis. Drainage was performed, and blood pressure recovered. The patient left from the catheter room. Atrial septal puncture was performed. Ablation was performed before tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: 8 or 15ml/min. The physician's opinions on the relationship between the event and the product is that there is a possibility that a thin branch of an octaray got stuck. No abnormalities were observed prior to use or during use of the product. The physician¿s opinion on the cause of this adverse event is procedure related. Patient outcome is improved. Force visualization were real time graph; dashboard; vector; visitag. Additional filter used with the visitag was fot and color option of tag index. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. Biosense webster manufacturer's reference number (B)(4) has 2 reports. This report is for the thermocool; however, this complaint will be conservatively reported against both the thermocool and the octaray as ablation was performed before the event was noticed and due to the physician's opinion that the octaray could have gotten stuck.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30892254l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-jan-2023, bwi received additional information regarding the event. Cardiac drainage was conducted. Patient did not require extended hospitalization. Smartablate generator utilized and the serial number was unknown. Transseptal puncture performed with rf needle ( jll product). Correct catheter settings selected on the generator. Pump switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Visitag module parameters for stability were range:3mm, time:3mm, fot:25% 5g, tag size:2mm. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).